Event description:
It was reported that cartridge did not fully snap into pump during load process, although pump case and housing damage were not present. There was no reported impact to the customer¿s blood glucose level. Customer inspected pump and cartridge with guidance from technical support, cleaned pneumatic tap area, filled new cartridge, and successfully completed load process, after which insulin delivery was resumed.